Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the trilogy ev300 device was powered on, log files were cleared, and the device was warmed up for 10 minutes. A preliminary system test was conducted. The customer's complaint was confirmed as the device again failed the system and pneumatic tests. The field service engineer (fse) replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The device passed the exhalation test but failed the pressure test. The field service engineer (fse) replaced the machine flow sensor to address the issue. After replacing 3-way, proportional valve, and flow sensor, the unit failed system final test, shutdown complete, due to power supply issue. The customer will take care of the repair of the power supply themselves. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.